Manufacturer narrative:
The patient administration set for use with cardiogen-82 infusion system is a single use device, sterile tubing line. It is used for intravenous administration of the nuclear medicine imaging agent rubidium-82 (rb-82) to the patient. The line is 42 inches long and has a luer connection at one end used to connect to the cardiogen-82 infusion system cassette line (also a bracco product). At the other end of the line, there is an inline sterile filter, a one way check valve and a luer lock connector to connect the line to the patient catheter. The patient administration set label states that "this product is for single use only". The label also displays the international symbol for single use only (a circle with a 2' and a slash through the '2'). The pas labeling is clear that it is single-use-only. The cardiogen infusion system operator's manual is also clear that the pas is single use only and that re-use carries a risk of cross contamination. Company comments: this case refers to periodic re-use of a single-use patient administration set (pas) in unspecified number of patients in a facility. Pas is used with cardiogen-82 infusion system for intravenous administration of the nuclear medicine imaging agent rubidium-82 (rb-82) to the patient during cardiac stress test. None of the patients experienced any adverse events. There were no blood tests done to patients involved in the re-use of pas. Re-training of all involved staff was done. Although no adverse events occurred due to re-use of pas, this incident is being reported due to possible compromise of sterility.

Event description:
On 11-aug-2016: initial report received from a healthcare professional (technologist). A technologist reported that the single use patient administration set (pas) for use with cardiogen-82 infusion system was periodically reused for an unspecified number of patients (no patient identifiers provided). The pas was used for every cardiac stress test procedure, even though he had a lot patient administration sets in stock. None of the patients experienced any adverse events. No documentation of patient identifiers, details and dates was available. No lot or serial was number was provided. On 17-aug-2016: follow up information was received from the reporter. There were no blood tests performed for the patients involved in the re-use of the pas. The reporter stated that he has not re-used the pas for more than one patient since (B)(6) 2016. Re-training will be given on the use of this product on 24-aug-2016. No other information was available. On 01-sep-2016: additional information received from the sales representative that the re-training on the use of cardiogen 82 infusion system was completed for all the technologist involved. No other information available. This case is medically closed.

Event description:
11-aug-2016: initial report received from a healthcare professional (technologist). A technologist reported that the single use patient administration set (pas) for use with cardiogen-82 infusion system was periodically reused for an unspecified number of patients (no patient identifiers provided). The pas was used for every cardiac stress test procedure, even though he had a lot patient administration sets in stock. None of the patients experienced any adverse events. No documentation of patient identifiers, details and dates was available. No lot or serial was number was provided. 17-aug-2016: follow up information was received from the reporter. There were no blood tests performed for the patients involved in the re-use of the pas. The reporter stated that he has not re-used the pas for more than one patient since 12-aug-2016. Re-training will be given on the use of this product on 24-aug-2016. No other information was available. 01-sep-2016: additional information received from the sales representative that the re-training on the use of cardiogen 82 infusion system was completed for all the technologist involved. No other information available. This case is medically closed. 05-mar-2018: case corrected as per e-mail response received from the FDA on 05-mar-2018 at 10:47 am (est). Any previously submitted codes were removed from the form FDA 3500a. A new form FDA 3500a case was generated which now includes the updated mailing address for the manufacturer. Corresponding worldwide case ID: (B)(4).

Manufacturer narrative:
The patient administration set for use with cardiogen-82 infusion system is a single use device, sterile tubing line. It is used for intravenous administration of the nuclear medicine imaging agent rubidium-82 (rb-82) to the patient. The line is 42 inches long and has a luer connection at one end used to connect to the cardiogen-82 infusion system cassette line (also a bracco product). At the other end of the line, there is an inline sterile filter, a one way check valve and a luer lock connector to connect the line to the patient catheter. The patient administration set label states that "this product is for single use only". The label also displays the international symbol for single use only (a circle with a 2' and a slash through the '2'). The pas labeling is clear that it is single-use-only. The cardiogen infusion system operator's manual is also clear that the pas is single use only and that re-use carries a risk of cross contamination. Company comments: this case refers to periodic re-use of a single-use patient administration set (pas) in unspecified number of patients in a facility. Pas is used with cardiogen-82 infusion system for intravenous administration of the nuclear medicine imaging agent rubidium-82 (rb-82) to the patient during cardiac stress test. None of the patients experienced any adverse events. There were no blood tests done to patients involved in the re-use of pas. Re-training of all involved staff was done. Although no adverse events occurred due to re-use of pas, this incident is being reported due to possible compromise of sterility.